Event description:
It was reported that the physician's tablet serial cable was faulty. After the tablet usb serial cable was replaced, the issue resolved. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.